Event description:
Additional information was received that the patient was reviewed in the clinic and isometrics were performed. Some noise was recreated on the rv channel but only one beat was oversensed. The physician elected to continue monitoring the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise. In one episode the oversensing led to pacing inhibition and greater than two seconds of asystole. Insulation damage was suspected as the noise appeared to have begun shortly after a generator change in (B)(6). Additionally, low sensing amplitudes were observed. The physician chose to continue monitoring the lead at this time. This lead remains in service. No adverse patient effects were reported.